Event description:
Pt was s/p cardiac cath, on the iabp 1:1 for hypotension, high lvedp. After approximately 1-1/2 hrs of operation, the iabp alarm went off and was noted to display the message: "blood in tubing. Iabp not filling." The balloon was not augmenting despite measures to check the system and pt. The iabp was ultimately disconnected and replaced with another unit.